Event description:
It was reported that the patient underwent a revision of a left shoulder arthroplasty twenty (20) days after his initial surgery due to the implants disassociating and dislocating. The cause of the malfunction is unknown.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00751 and 0001822565-2022-00752. Medical products: item#: 00436504025, glenosphere eccentric 40 mm diameter +5 mm lateral offset; lot#: 64760558; 00434906603, 40mm a +3mm offset 65a neck angle retentive poly liner; lot#: 63096953. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Upon receipt of additional information, it was determined that this product should not have been reported . The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that this product should not have been reported . The initial report was forwarded in error and should be voided.